Event description:
It was reported that the device (1)tsb45 was used during laparoscopic gastric bypass. It was reported by the rep stapler locked outwhen the surgeon attempted to fire it for the 2nd time on small bowel. New stapler was opened to complete the case. There was no consequence to the patient.